Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to component burned keypad. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and burned keypad component.

Event description:
It was reported the customer burned their insulin pump. Customer stated they had placed their insulin pump next to something that was burning, resulting in the damage. Customer also stated their buttons were burned off. Customer's blood glucose was 22.9 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.